Event description:
It was reported that a patient was suspected to have experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics ¿from 17 days¿ (dose, route, frequency, and duration not reported) for the suspected peritonitis. Action taken with dianeal and extraneal therapies were not reported. Patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no confirmed peritonitis reported, it is currently unable to be ruled out as a cause for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information :the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.